Event description:
It was reported by the patient that they felt ¿twitching¿ in their chest. The right atrial (ra) lead was not sensing, had no capture and had dislodged. One week later the right ventricular (rv) lead was found to have dislodged and the patient was suspected to have twiddler¿s syndrome. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.